Event description:
The compliant is reported as: physician inserted the introducer needle into the right I jugular vein, on withdrawing blood to confirm the correct position he got air back into the needle and syringe. He removed the needle/syringe assembly. They opened another arrow acute dialysis catheter. He inserted the needle into the left I jugular vein and on withdrawing back to confirm position he only got air into the needle and the syringe. Again, he removed the needle/syringe. A third attempt was started again using another arrow acute dialysis catheter in the right I jugular vein and again only air was withdrawn from the patient. The fourth attempt with another arrow acute dialysis catheter was successful without any issues same ij. It was reported the needles did not come into contact with the cleaning solution. The doctor did not use any force at any time to contribute to the hubs to crack. No medication was given through this device - it was going to be used for dialysis only. The patient was on a ventilator and medication was given via another line. A delay in successfully having the dialysis catheter into the patient was about 30 minutes. There was no patient injury or complication. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
Qn#(B)(4). The customer provided a photo for investigation. The photo displayed three introducer needles where the hub was cracked. One of the introducer needles had a piece of the hub broken and separated from the rest of the assembly. The customer also returned an introducer needle for investigation. Visual analysis revealed two cracks on the needle hub, one large and one small. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The reported complaint cracked needle hub was confirmed by complaint investigation on the returned sample. The returned introducer needle contained cracks on the hub. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The compliant is reported as: physician inserted the introducer needle into the right I jugular vein, on withdrawing blood to confirm the correct position he got air back into the needle and syringe. He removed the needle/syringe assembly. They opened another arrow acute dialysis catheter. He inserted the needle into the left I jugular vein and on withdrawing back to confirm position he only got air into the needle and the syringe. Again, he removed the needle/syringe. A third attempt was started again using another arrow acute dialysis catheter in the right I jugular vein and again only air was withdrawn from the patient. The fourth attempt with another arrow acute dialysis catheter was successful without any issues same ij. It was reported the needles did not come into contact with the cleaning solution. The doctor did not use any force at any time to contribute to the hubs to crack. No medication was given through this device. It was going to be used for dialysis only. The patient was on a ventilator and medication was given via another line. A delay in successfully having the dialysis catheter into the patient was about 30 minutes. There was no patient injury or complication. The patient's condition was reported as critical, unrelated to the device.